Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement procedure this right ventricular (rv) lead was removed from the header on the old device and tested on the pacing system analyzer (psa). All psa measurements were within normal limits. The rv lead was then connected to the new device but the lead would not remain secured in the header of the new device. The patient is 100% pacemaker dependent in the rv and as such the physician elected to surgically abandoned the lead and replace. No adverse patient effects were reported.